Event description:
Voluntary medwatch received states that the patient presented with a right atrial lead that had an insulation damage and exhibited varying low voltage impedance. The lead was capped and replaced. There were no patient consequences.